Manufacturer narrative:
Examination of the returned device confirms that the black protective cap is missing and the adapter is stuck in the wrench socket. (B)(4) has been initiated to change the design of product code 961673 as part of (B)(4). The current complaint sample was manufactured prior to the implementation of (B)(4). No further corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Adapter implant would not come off the wrench.